Manufacturer narrative:
(B)(4) - (no consequences or impact to patient). (B)(4) - (test result). (B)(4) - (incorrect or inadequate test result). A product evaluation was conducted to investigate this issue. Abbott field service (fs) performed troubleshooting and found cuvettes overflowing during the wash cycle and further inspection found a split in the peristaltic head tubing (pht). Fs replaced the split tubing with a new one. A review of the complaint history finds no recurrence of discrepant results. A search for similar complaints in innovative quality (iq) found no similar complaints involving discrepant results caused by a damaged peristaltic head tubing. A review of the architect system operations manual found adequate labeling with regard to maintenance for the high concentration waste pump tubing (which is connected to the pht). Section 10, troubleshooting and diagnostics provides causes and corrective actions for the observed problems (erratic results, poor precision and high-concentration waste not being aspirated from cuvettes and/or liquid around the top of the cuvettes after washing). Field service determined the issue was caused by improper cuvette washing due to a damaged/split pht. Field service replaced the split pht to resolve the issue. Based on the available information, an adverse trend of this malfunction and/or a deficiency of the peristaltic head tubing are not identified.

Event description:
The customer reported discrepant patient results generated on the architect analyzer. One patient sample ((B)(6)) generated a sodium result of 186 mmol/l which was repeated at 141 mmol/l. The same patient sample generated a potassium result of 7.6 mmol/l which was repeated at 4.2 mmol/l. This patient sample also generated a discrepant chloride result which was flagged by the analyzer. No impact to patient management was reported.